Event description:
It was reported that following placement of the catheter suprapubically, only 3cc of sterile water could be injected into the inflation port. The user facility was unable to deflate the balloon and remove the catheter. Several attempts were made to aspirate the balloon. The balloon port was cut with scissors and then a guide wire was placed in an attempt to deflate the balloon without resolution of the problem. A cystoscopy revealed that the catheter had entered the bladder through the cystostomy site but had made a right hand turn up into the right ureter. Gentle traction was not able to remove the catheter. Ureteroscopy was performed. A retrograde pyelogram was shot from the suprapubic catheter confirming a dilated tortuous ureter into the collecting system of the right kidney. Again mild tension was used to try to remove the catheter. A cut was made in the proximal end of the balloon port near the ureteral orifice endoscopically but the balloon port near the ureteral orifice endoscopically but the balloon did not deflate. The distal ureter was then incised using a collins knife and a turp loop was used to remove the excess distal ureter. After visualization of the distal aspect of the inflated balloon, the collins knife was used to puncture the balloon. This allowed removal of the entire catheter.

Manufacturer narrative:
The original sample was not returned for evaluation. The device history record (DHR) was reviewed for the lot number provided. There were no non-conformances noted that could have caused or contributed to the reported event. The user facility returned two samples from the same lot as the reported event. The returned samples were tested and verified to meet the requirements for balloon inflation and deflation. The mfg site was unable to duplicate the reported event with the returned lot samples. The device labeling indicate: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol." A review of the info provided by the user facility indicated that the catheter had entered the bladder through the cystostomy site but had made a right hand turn up into the right ureter. This would have resulted in a pinched lumen that prevented full inflation or deflation of the balloon. This event was caused by a user-related error when initially placing the balloon.